Event description:
Reporter stated that in (B)(6) 2018, his dr took an xray and the implant was out. Then two months later, another xray reveal 9mm was out. He had a surgery to replace the displaced cage. The dr mentioned to him that it was a MFR defect, whereby cages are supposed to have a ridge to hold them in place but this cage had none. Reporter stated he was sore. From the new implant, so he spoke to someone at titan who did not seem to care.